Manufacturer narrative:
The pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly. Customer's blood glucose level was 253 mg/dl at the time of the incident. Customer also stated that insulin pump had power error detected alarm. Customer stated that the alarm was reoccurred in the three and half hour of troubleshooting of the previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.